Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. International UDI # (B)(4). Reporter: no phone number provided. The service engineer (se) inspected the device and replaced the battery and the ventilator passed all testing.

Event description:
It was reported that during service of the ventilator a battery failed error code was generated. No patient involvement. Event date not specified; estimate used.